Event description:
On (B)(6) 2013 patient reported the up button on the infusion device is beginning to have issues. Patient stated the issue began about a month ago. Patient reported he has to really push the button several times for it to respond. Patient stated it pops back up but does not make a contact. Patient reported the infusion device does beep and or vibrates when it does make contact. Patient does not have a backup infusion device. Patient stated the issue is constant. Patient reported he does not recall if he received a letter regarding the button issue. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.